Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends root cause: insufficient info. Source: phone.

Event description:
The customer reported the sofia sars antigen assay did not consistently match their molecular method when testing during a verification study. The customer declined to provide specific information about the number of patient results or any further details.